Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence due to fluid loss. The device was removed and replaced successfully. There were no additional patient complications reported.